Event description:
This lead dislodged. After several attempts with unfavorable lead values when attempting to reattach lead, the physician requested a new lead with successful implant.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.